Event description:
Patient was implanted with veptr on (B)(6) 2011. Patient was returned to the o.r. On (B)(6) 2012 for removal of hardware and revision surgery. It was reported to the sales consultant that the veptr hardware was removed due to implant failure. No additional information was provided for the implant failure. It was also reported that the patient had a fall-off kyphosis at the above levels of the veptr implant. The veptr implant was removed and the patient was revised to a halo placement and definitive spinal fusion with competitors hardware.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment and not diagnosis. The veptr device is designed to mechanically stabilize and distract the thorax to correct three dimensional deformities and provide improvement in volume for respiration and lung growth in infantile and juvenile patients diagnosed with thoracic insufficiency syndrome. The design is correct for the intended function. The information contained in the complaint is insufficient to determine the nature of cause of the reported failure. The design risk assessment is adequate for the intended use.